Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unk) the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.